Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 20-nov-2018 stating pentax medical, model ed-3490tk/serial (B)(4), yielded a major concern. Bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified colony forming units(cfu) as "tntc" (too numerous to count) comprising of the following isolate: negative rods - pseudomonas aeruginosa. Study number: (B)(4). The duodenoscope was received by pentax medical for evaluation on 03-dec-2018.